Manufacturer narrative:
(B)(4).the device is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported complaint incident for overinfusion cannot be determined since the sample was not returned for evaluation. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted baxter to report an infusion pump in which the infusion time was completed in 24 hours instead of the expected 46 hours. There was patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.